Event description:
The rep met with the patient (pt) on (B)(6) 2024. Pt reported that the new programs are working out really well and that the shocking has only occurred maybe 1 or 2 times since rep last saw pt. The cause of the shocking sensations is unknown; however, the patient did say they have lost about 50 lbs since having the implant, and their skin is more sensitive at the pocket site. The patient says that there is no more swelling at the ins site. The cause of the swelling is unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). They said the issue is considered resolved at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that starting around (B)(6) 2024 the patient (pt) started experiencing random shocking that would last a few seconds.  This was occurring a couple times a day and had been happening every day for about a month.  The pt could not recall any traumatic injury or event that may have led to this.  All impedances were reported to be normal.  The rep confirmed the pt was getting good pain relief despite the new shocking sensations.  The pt's family also mentioned they had noticed swelling around the site of the implanted neurostimulator (ins) recently, but no further details were provided to the rep about the swelling.  The rep added two new programs for the pt to try and unlocked the rate so the pt could adjust as well to see if that resolves the shocking sensations.